Event description:
The patient reportedly presented with multiple open electrodes. Programming adjustments were attempted, however, the issue was not resolved. Revision surgery is under consideration.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The company was informed that the patient¿s device will not be explanted at this time. The patient was implanted in the contralateral ear. The patient is reportedly doing well. The patient remains implanted and continues to use the device. This is the final report.